Event description:
It was reported via repair work order that the powerload cot was not securing to the fastener due to the latch mechanism needing lubrication. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.